Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient began having low flow alarms on (B)(6) 2025 around noon. Log files were submitted for review and captured low flow alarms on (B)(6) 2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory system equipment issues causing these events. Computed tomography performed revealed an outflow graft twist. The patient was then reported to have experienced hematuria, worsening renal function, and elevated lactate dehydrogenase (ldh). The patient continued on dobutamine and epinephrine. The customer reported concern for ingested thrombus. Additional log files were submitted for review. The log file captured low flow events on 31. Ct2025 and (B)(6) 2025. There are also several low flow flags which did not persist long enough to trigger low flow alarms. There was one brief motor instability flag on (B)(6) 2025 at 21:40:59 that resolved within 2 seconds. Pump power and flow did start to fluctuate more after this timestamp and more frequent pulsatility index events occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed through this evaluation, as no images were submitted for review and the device remains in use. Analysis of the submitted log files confirmed the reported low flow alarm; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files collectively contained events from (B)(6) 2025 through (B)(6) 2025. Persistent low flow hazard alarms were captured on (B)(6) 2025, as the estimated flow fluctuated at or below the low flow threshold for the majority of the events captured on this date. One low flow hazard alarm was captured on (B)(6) 2025. Also of note, a brief motor instability left ventricular assist device (lvad) fault flag was captured on (B)(6) 2025 but appeared to resolve on its own. No other notable events or alarms were captured throughout the file, and the pump appeared to operate as intended at the fixed speeds. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including bleeding, renal dysfunction, and hemolysis, that may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Although the device was reportedly implanted prior to the implementation of the outflow graft clip, the heartmate 3 lvas IFU, document (B)(4) includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.